Event description:
Provider states has a left brake fault and leads were switched, motor was just replaced, unit in a residential home, no property damage or injury alleged. No further information provided.